Event description:
The user facility reported a 50 year-old male was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to transplant. It was reported that there was a purge sidearm leak for which a bypass was performed . There was sodium bicarbonate running through the purge. The team explanted and replaced the pump. There was no harm reported.

Manufacturer narrative:
The investigation into the purge leak has been completed. The pump and data logs were returned for evaluation. Data logs were reviewed and showed recurrent "purge pressure low" alarms upon a sudden drop in purge pressure to almost zero, followed by erratic rises and drops in pressure. After about 45 minutes, the purge metrics stabilized. The pump was inspected and found no notable damage or abnormalities on the returned sidearm. However, the purge tubing between the sidearm and the pump plug was cut off. No leaking was observed on any part of the sidearm during reproduction testing. After reviewing the clinical information, it was determined that the cause of the purge leak was most likely damage to the sidearm filter to tubing joint due to excessive force from the patient. This report is being filed as part of a retrospective review of historical records.